Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The device was returned for evaluation. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found no anomaly on the outer helix and inner helix was compressed out of specification. A potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.